Event description:
It was reported that: "a very ill unstable patient with a history of complications was connected to the ventilator. The ventilator was alarming audibly and had posted numerous pressure and flow measurement alarms. The patient was bagged and the ventilator was removed from service and another evita xl ventilator was connected to the patient. At some point after the patient was disconnected from the original ventilator, the patient expired. The hospital is not alleging that the evita xl ventilator malfunctioned in any way".

Manufacturer narrative:
The concerned ventilator was evaluated in the biomed department. The ventilator was connected to a test lung and then powered up. The waveform that was displayed on the ventilator screen showed that there was a partial occlusion in the expiratory side of the patient system. The filter which was connected in the expiratory limb of the patient system was checked and patient sputum and secretions were found on the filter material. The filter was replaced and the partial occlusion was no longer evident and the ventilation functioned fine. The logbook of the device was made available for the manufacturer. The analysis confirmed that the evita xl posted several alarms for flow and pressure and even performed a warm start to release pressure. During a warm start the breathing system is opened to atmosphere for approximately 8 sec until the ventilation is continued with the former settings. The warm start is accompanied by appropriate alarms. In the instructions for use, it is described and a warning exists that filters in the breathing system can significantly increase breathing resistance, and that evita xl is therefore not intended for the use of insp./exp bacterial filters. It was concluded that the evita xl ventilator has behaved as specified for the given conditions and posted the relevant alarms.